Event description:
Absorbatack fixation device requiring multiple pulls in order to fire absorbable tacks. Two (2) different devices/lots used during case - similar issue with each per faculty surgeon. Manufacturer response for absorbatack fixation device 5mm, (brand not provided) (per site reporter): unknown at this time.